Event description:
Prior to being placed in the patient's vasculature, the xact stent was noted to be cracked. Another xact stent was successfully positioned and deployed in the right carotid artery/common carotid artery.

Manufacturer narrative:
The device was not returned, however the lot number was provided. Review of the device history record for this lot is forthcoming. Any relevant finding will be submitted in a follow up report.